Event description:
It was reported that during the priming of a prismaflex set, an external fluid leak was observed from the filter (blood header). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(4) hospital. The actual sample was not available for investigation. However, photos of the impacted unit were provided. Their visual inspection observed the reported leak from the blood header. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.